Event description:
The user stated the grey cap on the water supply valve was cracked and was causing the assembly to drip and leak. The leak was minor and no water was on the floor. The operator was not harmed and no erroneous pt results were generated. The field service rep stated the valve body was worn and replaced it. He verified there were no further leaks and the seals were in place. To verify the analyzer operation, he ran calibration and qc with good results.